Event description:
Distributor contacted dexcom technical support on behalf of the patient (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver had gaps in data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).